Event description:
Information was later received that this rv lead was replaced due to suspected micro-dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. A micro-dislodgement was suspected. The patient complained of worsening shortness of breath and nausea. The output was reprogrammed to ensure capture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed melting of the tubing in several locations. It was concluded this damage was likely due to electrocautery damage. Additionally, the distal ring was separated from the insulation. It was concluded this damage was likely due to the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.